Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error occurs (e227). Based on the results of the investigation, it is likely the b31 error occurred due to poor contact at the electrical terminals of the video or scope connectors due to physical stress, leakage, or contamination. In this particular case, no signs of leakage, corrosion, or foreign matter were observed on the scope connector, so the most likely cause appears to be temporary poor contact due to physical stress. In regard to the e227, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b31). The issue was found during set up/inspection for use for an unspecified procedure. There were no reports of patient involvement.